Event description:
The lay user/pt contacted lifescan alleging that there were black marks on the meter's display. She reportedly developed symptoms of irritability and shaking at around the same time that the display issue began. The pt denied receiving any forms of treatment. The product did not cause or contribute to an adverse event since the onset of the symptoms started at the same time the display issue began. However, this complaint is being reported due to the unresolved display issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.